Event description:
It was reported that the ventilator generated alarms for low o2 concentration. There was no patient harm. Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer. The reported event of low o2 concentration alarm could be duplicated. The nozzle units in the gas modules were cleaned and the ventilator then passed all functional and safety tests and was cleared for clinical use. No ventilator logs were provided. The root cause of the reported event has not been conclusively determined but was most likely due to debris on the nozzle units.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Device related data quality updates only. A correction of fields # d1 brand name, # d4 version or model # was required. D1 brand name: previous brand name: servo-I. Corrected brand name: servo-I base unit. D4 version or model #: previous version or model #: servo-I. Corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.